Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. The device was reprogrammed successfully.